Manufacturer narrative:
Concomitant medical products: 694765 lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) following ventricular sensing was noted on the right ventricular (rv) lead on an electronic transmission. The lead remains in use. No patient complications have been reported as a result of this event.